Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of birth - (B)(6) 1941. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a bilateral total knee arthroplasty on (B)(6) 2016. During the procedure, the proximal tibia and anterior tibial pins intersected, causing the tip of the drill pin to fracture off in the right proximal tibia. The surgeon was able to locate the fractured drill pin tip and remove it.